Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had experienced intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: during investigation, the pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment was intact with no cracked observed. A cs 078 motor rewind error was received on each rewind attempt. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.